Manufacturer narrative:
Qn#(B)(4). Additional test performed as follow: the (B)(4) samples were taken from the current manufacturing process (543965) lot # 73j1600837, a quality inspection was performed on the samples according with the procedure qip-0031 tecrev21, and issue reported "clip was not loading properly" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
The physician was going to use the device to clip the artery and duct but clips did not load properly or open fully and came out slightly dislodged. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600318 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician was going to use the device to clip the artery and duct but clips did not load properly or open fully and came out slightly dislodged. The patient's condition was reported as fine.